Event description:
Customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6), 2021 with blood glucose of 378 mg/dl. The customer went to the emergency. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 4.11d. Retainer ring = clear. Customer returned pump for an alleged possible under delivery and visit to emergency room for high bgs found on oct 14, 2021. Also, on case-2021-00517203, svn#: 000313008837 - customer returned pump for an alleged low reservoir anomaly found on july 25, 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08665 inches. The low reservoir reminder alarm was set for 20 units, installed a water filled reservoir and primed the pump. Verified the units left in the test p-cap/reservoir and the units left on the display (30 units). 10 units bolus were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. No low reservoir alarm anomalies noted during the testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of oct 14, 2021, there is no unexpected alarms/suspends and found manual bolus/bolus wizard deliveries of dailytotalofbolusinsulindelivered = 7.3 u. (B)(6) 2021 18:23:28.000 normalbolusdelivered normalbolusamountprogrammed = 3 bolusamountdelivered = 3 (B)(6) 2021 19:25:34.000 normalbolusdelivered normalbolusamountprogrammed = 2.6 bolusamountdelivered = 2.6 (B)(6) 2021 23:12:42.000 normalbolusdelivered normalbolusamountprogrammed = 1.7 bolusamountdelivered = 1.7 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. Low reservoir anomaly was not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were in the emergency room due to a high blood glucose on (B)(6) 2021. The customer reported that their dog ripped the infusion set from their body, and they were without insulin for two hours.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.